Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported a customer obtained the error message, "scan again in 10 mins," when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer was taken to the hospital for symptoms of hyperglycemia and vomiting. A blood glucose of 900 mg/dl was obtained on the hospital's meter and the customer was treated with IV and humalog insulin (dosage unknown), and the long-acting insulin (dose unknown,) lantus, for a diagnosis of hyperglycemia. It was further reported the customer was currently in the hospital at the time of the reported complaint. There was no report of death or permanent injury associated with this event.